Manufacturer narrative:
The instrument was evaluated. Engineering observed a burn mark on one yaw pulley near the cable crimp, with some material removed/deformed due to burning. Engineering also discovered a section towards the distal end of the instrument main tube with scraping and where material had been removed. It was determined that this failure mode is consistent with the use of a potentially defective cannula accessory which may remove material from the instrument during use. The site has been contacted to return their cannula for evaluation.

Event description:
A pk dissecting forceps instrument was returned without any info. No pt harm, adverse outcome or injury was reported.